Event description:
In 2008, the patient's mother reported that the patient's infusion sets are not sticking to his skin. The pt began using the infusion device four days prior. The first infusion site did not fall off. The second infusion site was inserted two days prior to original date and fell off the next day. The infusion site that was inserted that day, fell off on original date. The pt does not use lotion and cleanses the infusion site area with alcohol. The patient worked outside at a festival all day three days prior to original date, and he was very hot and sweaty. The patient was sent IV prep wipes and tegaderm. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.